Event description:
Consumer reported had an allergic reaction when he wore ace wrist brace. Consumer went to hosp and was treated with IV and medication.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot # is unk. Regulatory compliance will continue to monitor on monthly trend reports.